Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. In addition, nnc enables the generation of reports, such as a call activity report or a caregiver location history report. Troubleshooting activities performed by hillrom found when a code blue alert was placed in ICU 03, the pbx operator saw the alert, but it did not tone, and the cause was determined to be due to misconfigured notification procedures. There was no patient injury associated with the reported event. A missed code blue alert tone by the hospital pbx operator is likely to cause or contribute to a serious injury or death if it were to recur, as a manual or automated facility-wide announcement of the event and a summons for assistance to the code blue call is commonly performed by a pbx staff member. Hillrom is cautiously reporting this event.

Event description:
It was reported that code blue calls were not annunciating at the pbx operator for rooms ICU 01 and ICU 03 on the 2nd floor; however, the calls were annunciating locally. There was no patient injury associated with this report. This event was captured under hillrom complaint ref # (B)(4).